Event description:
A user facility reported to olympus that the front panel buttons did not function. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon could be attributed to dust and liquid intrusion. Inside the device were fount dust and signs of liquid. The switches on the front panel don't work. The front panel, video connector socket, and all parts with signs of liquid intrusion will be replaced. The device will be cleaned of dust. Other inspection finding are as follows: the device does not recognize a usb flash drive. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿. Olympus will continue to monitor field performance for this device.